Event description:
Per the clinic, the device was explanted due to acute mastoiditis with tissue necrosis, and abcesses. The device was explanted on (B)(6) 2011. Reimplantation is planned but has not taken place at the time of this report (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).